Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2025 due to the patient requiring an MRI and the device's incompatibility with MRI. The patient was reimplanted with another cochlear device during the same surgery.